Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was noted to have a defective insulated wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.